Event description:
A customer reported that the system did not recognize cutter probes during a vitreoretinal procedure. The customer was not able to use 7500 cuts per minute (cpm) due to the system defaulting to 2500cpm. Following a one hour delay, the procedure was completed with no patient harm.

Manufacturer narrative:
The company representative examined the system and replaced the pneumatic rfid (radio frequency identification) pcba (printed circuit board assembly) to resolve the customer reported issue. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).